Manufacturer narrative:
Additional devices involved in the event: bat317148 - battery / catalog number 1650 / expiration date 03/31/2017 / manufacturing date 03/02/2016. UDI #: (B)(4). Method code(s): visual inspection. Interoperability evaluation. Actual device evaluated. Results code(s): no failure detected. Conclusion code(s): no failure detected, device operated within specification. Bat316803 - battery / catalog number 1650 / expiration date 02/28/2017 / manufacturing date 02/27/2016 / UDI #:(B)(4). Method code(s): visual inspection. Interoperability evaluation. Actual device evaluated. Results code(s): no failure detected. Conclusion code(s): no failure detected, device operated within specification. Bat316768 - battery / catalog number 1650 / expiration date 02/28/2017 / manufacturing date 02/26/2016 / UDI #: (B)(4). Method code(s): visual inspection. Interoperability evaluation. Actual device evaluated. Results code(s): no failure detected. Conclusion code(s): no failure detected, device operated within specification. Bat316759 - battery / catalog number 1650 / expiration date 02/28/2017 / manufacturing date 02/26/2016 / UDI #: (B)(4). Method code(s): visual inspection. Interoperability evaluation, actual device evaluated. Results code(s): no failure detected c92083; FDA 213 conclusion code(s): no failure detected, device operated within specification. Bat316857 - battery / catalog number 1650 / expiration date 02/28/2017 / manufacturing date 02/29/2016 / UDI #: (B)(4). Method code(s): visual inspection, interoperability, actual device evaluated. Results code(s): no failure detected. Conclusion code(s): no failure detected, device operated within specification. Bat316858 - battery / catalog number 1650 / expiration date 02/28/2017 / manufacturing date 02/29/2016 / UDI #: (B)(4). Method code(s): visual inspection, interoperability evaluation, actual device evaluated. Results code(s): no failure detected. Conclusion code(s): no failure detected, device operated within specification. Bat316861 - battery / catalog number 1650 / expiration date 02/28/2017 / manufacturing date 02/29/2016 / UDI #: (B)(4). Method code(s): visual inspection, interoperability evaluation, actual device evaluated. Results code(s): no failure detected. Conclusion code(s): no failure detected, device operated within specification. Three batteries were returned for evaluation: bat310006, bat311196, and bat311618. Various analyses were conducted and reviewed in order to evaluate the performance of each device in relation to the reported event. Analysis of bat310006 and bat311196 revealed that the device passed visual examination and functional testing. Log files revealed that bat311196 was involved in premature switching events prior to the 25% threshold. These premature switching events are most likely due to communication anomalies between controller and battery. Analysis of bat311618 revealed that the device passed visual examination but failed functional testing. Functional testing noted that the battery had an abnormality high cycle count, indicative of a communication error within the battery. This observation is not related to the reported event. The reported event was confirmed via review of the controller log files, which revealed 1 critical battery alarm involving bat311618. Log files revealed bat311618 went from a high relative state of charge (rsoc) to 0% rsoc and back to previous rsoc values. These events are indicative of a communication error between the controller and battery.  Heartware is investigating communication errors. Of note, the controller, con091123, in use during the event did not have the smr upgrade. Per the instructions for use (IFU): the controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The function of this alarm is to indicate that there is limited battery time remaining on the battery and will require a battery exchange. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all times. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A vad coordinator reported that a patient had reported that he had been experiencing abnormal battery behavior.  He indicated that his batteries were draining simultaneously when connected to his controller and that fully charged batteries would "drop" their charge immediately when connected to the controller.  The patient was "unsettled" and was not able to identify which batteries had been involved.  All eight of his batteries were exchanged with no further reported patient issue or injury.